Event description:
On (B)(6) 2025, a patient was presented with with degenerative mitral regurgitation(mr) for a mitraclip procedure. A mitraclip xtw was implanted at medial anterior and posterior leaflet 2. On an unknown date, single leaflet device attachment (slda) occurred from anterior leaflet. A recurrent mr of grade 4+ was reported. On (B)(6) 2025, a redo procedure was performed and a mitraclip was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with degenerative mitral regurgitation(mr) for a mitraclip procedure. A mitraclip xtw was implanted at medial anterior and posterior leaflet 2. On an unknown date, single leaflet device attachment (slda) occurred from anterior leaflet. A recurrent mr of grade 4+ was reported. On (B)(6) 2025, a redo procedure was performed and a mitraclip was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.